Manufacturer narrative:
(B)(4).this complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) on the homechoice (hc) during peritoneal dialysis, dwell 4 of 4. The home patient (hp) had left a clamp open on an unused line. The hp cycled the power off/on twice and the se did not repeat. There was patient involvement. No patient injury or medical intervention was reported.